Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4). The lead remains in the patient and will not be evaluated.

Event description:
It was reported that there was high impedance on the superior vena cava (svc) portion of the lead. The svc portion of the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed two patient alerts for out of tolerance sub-threshold lead impedance on 2013 (B)(4) and 2013 (B)(4). The weekly high voltage lead trend data shows an increase for the minimum and maximum superior vena cava defibrillation impedance 67 to 2504 ohms with a peak between 2013 (B)(4) and 2013 (B)(4) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.